Event description:
It was reported that the patient presented to the emergency room with complaints of syncope. The right ventricular (rv) lead had high pacing thresholds and high rv coil defibrillation impedances. Follow up with the company representative indicated that no intervention was taken. The lead remains in use. No further patient complications have been reported as a result of this event.